Manufacturer narrative:
Concomitant medical products: unknown lead implanted: unknown; 6947m62 lead, implanted: unknown; unknown lead implanted: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The patient was prescribed antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.